Event description:
Mps reported drop of arm following surgeon removing finger from trigger after entered haptics. Arm drop forces saw out of haptics.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Manufacturer narrative:
Reported event: mps reported drop of arm following surgeon removing finger from trigger after entered haptics. Arm drop forces saw out of haptics. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: problem reproduced: no troubleshooting notes: none work performed: performed all pre-surgery tests. All tests passed. Performed mics and hip gravity constants calibrations. Calibrated robotic arm to improve accuracy measurements. No other issues found. System passed all required tests and is ready for service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob762 was inspected on 07/19/2018 and the quality inspection procedures were completed with no reported discrepancies -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported drop of arm following surgeon removing finger from trigger after entered haptics. Arm drop forces saw out of haptics.